Event description:
It was reported that the device was not heating up quickly enough for the nurses. Patient involvement and patient harm/adverse effects are unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Device available for evaluation; h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: (B)(6). One device was received in with the air detector door removed (sent with). After placing the air detector door back on, it was found that it can be pulled right off again easily. Missing small circle label next to display. Flow rate was below the 1gpm specification due to a cracked return tube. The cracked return tube caused fluid ingression on the printed circuit board (pcb). Air pressure was measured at 6.3 psi, this is above the 5.6 psi +0.0/-0.2 psi specifications. The metal locking latch for the air detector door had a rusted spring hinge. Membrane switch had signs of corrosion on the traces. Two screws were seized in the left support plate/solenoid bracket. After replacing the return tube o-ring, it continued leaking. Per functional testing, the device did reach 30 degrees by 60 seconds and 41 degrees by 3 minutes or so but as soon as the investigator started to check the alarms the unit started to malfunction, this can affect the temperature as well. The complaint was confirmed. The root cause for the device not warming was due to water leak onto main pcb board component from cracked return tube attributed to the design. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the membrane switch, return tube and pcb on the tower. Replaced the left support plate, solenoid bracket, right and left door mounts, mount block assembly and the door assembly on the air detector. Replaced the o-rings and fan guard for preventative maintenance. The device passed all functional and delivery tests.